Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that three asystole events were noted with an event recorder and that the event recorder was potentially undersensing. The device is still in use. No patient complications were reported as a result of this event.